Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the implant date was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen with concentration 2000.0 mcg/ml at a dose rate of 296.5 mcg/day via an implantable pump. It was reported that during a routine follow-up (pump refill) in november, a nurse noticed a critical alarm regarding motor stall in the pump logs followed by a motor stall recovery 1 hour and 3 minutes later. As per the logs, a motor stall occurred on (B)(6) 2023 at 11:25 which recovered the same date at 12:28. They informed one of the neurosurgeons involved in intrathecal baclofen (itb). Besides interrogating the pump/ retrieving the logs no further diagnostics/troubleshooting was done.  Environmental/external/patient factors that may have led or contributed to the issue were unknown.  It was indicated that they only thing known was the patient attended a funeral the day the motor stall occurred, and the rest of the day the patient was home alone.  It was asked if the patient perhaps took a taxi; however, this question remained unanswered.  No interventions or actions were taken.  No surgical intervention was planned.  The neurosurgeon decided to undertake no further action and they were to keep following-up with the patient to see if anything changes.  The issue was resolved as of (B)(6) 2023.  No patient sign/symptom was reported.  The patient was without injury regarding their status as of (B)(6) 2023.  The pump remains implanted and in-service.  The patient's medical history and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.